Manufacturer narrative:
A review of the service report indicates the customer reported an instance of system message (sm) - illuminator communication line failure. The company representative examined the system and replaced cables w7 and w8. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a system message displayed during a vitrectomy procedure. Following a delay of 30 minutes, the case was able to be completed with the same unit. There was no harm to the pt.